Event description:
It was reported that post-op a laparoscopic adjustable band procedure, the pt was not losing weight after the implant date. A cat scan was performed, and the port was disconnected. A new port was placed without any reported pt complications.

Manufacturer narrative:
Date sent: 10/02/2009. Info is unavailable; device was not returned for eval.